Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok buttons were intermittently responding during testing and required excessive force to activate, the contrast button required excessive force to activate, the up key contacts were misaligned, the contrast key contact was inverted, the up/down key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the up arrow feels hard and is sticking. The pt claims the button has been pressed hard to activate the desired pump function. The pump, reportedly does not have any structural damage. There was no adverse event associated with this complaint.